Manufacturer narrative:
The reported complaint of the device would not power on was confirmed on one of the returned keypads. Received one used pn: tc10007836 - 8015 alaris pc unit front case assembly serial number and keypad lot number: (B)(4) 595597-13. Front case manufacturing date: 04/2013. A physical inspection of the returned alaris pc unit front case assembly was performed. The returned front case assembly was found to be a bd approved part. The lower right corner of the plastic was damaged. Received one used pn: tc10008389 - 8015 alaris pc unit front case assembly serial number and keypad lot number: (B)(4) 058506. A physical inspection of the returned alaris pc unit front case assembly was performed. The returned front case assembly was found to be a bd approved part. No damage was seen on the 8015 alaris pc unit front case assembly. An internal inspection was performed on both returned keypads. Each layer of the front case was removed and inspected for anomalies. Serial number (B)(4) - when tested, the pc unit would turn on. All leds illuminated, and all keys functioned properly. After disassembling the keypad, there were no issues seen. Keypads that pass functionality testing are tested three times to check for intermittency. Serial number (B)(4) - when tested, the pc unit would not turn on. Ac power led was not illuminated. After disassembling the keypad, it was discovered that the traces on the flex cable were broken on conductors 19 and 20 nearest the keypad. See photos. Log analysis was not performed. The customer did not return the suspect device or logs for review; only the 8015 alaris pc unit front case assemblies were returned for investigation. Sn: (B)(4) primary root causes are around inadequate cleaning process and design. The unresponsive pc unit keypads occur due to corrosion and damage to the circuit layer when fluid ingresses to the bottom right quadrant of the keypad, where the flex cable bends to the backside of the front cover. Fluid ingress causes cracks in the flex cable section of the keypad and corrosion of the silver traces resulting in trace interruption identified as an open or short circuit, ultimately leading to unresponsive keypad keys. Sn: (B)(4) plastic part material (fr110) susceptible to cracks or fractures when used with unauthorized cleaning chemicals/cleaning methods. Contributing factors to the devices ability to withstand physical stresses include residual stress concentration or defects that occurred during the handling process. Previous failure investigations have identified this issue associated with fluid ingress entering the keypad resulting in contaminated keypad traces. Consequently, the keypad circuit layer becomes damaged, creating an open or short circuit producing unresponsive keypad keys when corresponding keys are pressed. Device history review: serial number (B)(4) service history record showed the device had a manufacture date of 01/16/2018. A review of the device service history record was performed beginning from the date of manufacture to the present date 09/17/2020. It indicated that this device had not been previously returned for service. A review of the production failure records was performed beginning from the date of manufacture through the present. The failure record showed no production failure records were opened for the source devices. Qn database p/n tc10007836 a qn database search was performed on p/n tc10007836. There are two quality notifications opened for p/n tc10007836; however, there were no quality notifications related to this complaint. Qn database p/n tc10008389 a qn database search was performed on p/n tc10008389. There are seven quality notifications opened for p/n tc10008389; however, there were no quality notifications related to this complaint.

Event description:
It was reported the front case is being replaced. The parts were received with a note that states the device would not power on, and there was no patient issue. (Pcu).